Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The root cause for the iipv was determined to be insufficient drain, false empty detect and use error, inappropriate bypass of the low drain volume alarm. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 4931 milliliters (ml) during cycle 1.